Event description:
Event description cpi received information that the rate sensing portion of the transvenous lead (0125) was capped due to inappropriate sensing. The high voltage portion remains active. A sweet tip bipolar lead (4269) was implanted to replace the rate sensing portion of the system.